Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Additionally, it was reported that the customer experienced calibration issues. As the issues occurred in the past, troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
Original is removed and replaced. (B)(4) removed.

Event description:
It was reported that the customer received intermittent occlusion alarms. There was no known impact to the customer's blood glucose. Customer had manual injections as alternate insulin therapy.